Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 01-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where new user was unable to login into the medstation. A technical support specialist (tss) checked the logs and identified that the server was unable to connect to the identity server. It was also noted that the servers had not been rebooted for approximately four months. The customer rebooted the servers, and normal connectivity was restored. The customer confirmed that the reboot resolved the issue. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, there were login issues. When the user attempted to log in, received the message "unable to authenticate". The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.